Event description:
The customer reported that the system produced unintended fluoroscopy when the "c" portion of the system was lowered in an attempt to remove the system from a patient care case. Further info was received on (B)(6) 2014 indicating that an unshielded pt was exposed for 2-3 second. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
Onsite investigation by the field service engineer determined that the radiologic technologist was attempting to return the system to a "home" position. The fse documented that the customer stores the foot pedal exposure switch on the toe of the system and in the process of lowering the vertical lift likely initiated on accidental exposure due to contact with the high voltage cables and the footswitch exposure switch. No system malfunction was identified during the field service engineer's investigation. The operator's manual instructs the user to store the footswitch on the shelf located between the two mobile c-arm steering handles.